Event description:
It was reported that this implantable pacemaker battery exhibited an unexpected decrease in the remaining longevity. Boston scientific rhythmcare was contacted for a longevity assessment, but the device data was not provided from the field representative. The physician elected to re-assess the battery status in three months. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker battery exhibited an unexpected decrease in the remaining longevity. Boston scientific rhythmcare was contacted for a longevity assessment, but the device data was not provided from the field representative. At this time, the device remains implanted and in-service. No adverse patient effects were reported.